Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that the surgeon performed a percutaneous vertebroplasty (l5) for vertebral fracture. During surgery, the surgeon inserted the balloon, and when it was inflated, the rear of the balloon did not open much, and it inflated into a trumpet shape. The surgeon shifted the balloon backward slightly and re-inflated it, which caused the central portion of the stent to dilate concave. The surgeon wanted to inflate the center and the entire area a little more, so he applied more pressure and realized the balloon was broken. Therefore, the balloon was attempted to be pulled out but met with stronger resistance than usual. However, when the surgeon pulled the balloon out as it was, it was pulled out with the front half of the balloon was missing. The image confirmed that the balloon remained inside the stent by the remaining marker position. The surgeon attempted to retrieve the balloon using suction, but was unsuccessful, so gave up on retrieving the balloon. Because the balloon remained inside the stent, the surgeon pressed the trial balloon against the inner wall of the stent and then injected cement to stabilize it. Then, the surgeon confirmed that there was no remaining in other areas and then closed the wound. The surgeon mentioned that the cause was thought to be that the stent was not inflated due to osteosclerotic area within the patient¿s vertebrae, and that after the balloon broke, it became stuck in the stent and the anterior portion of the balloon remained within the vertebrae. The surgery was completed successfully within 30 minutes surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b14 (to capture DHR). H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): part: 09.804.601s. Lot no: 82318125. Release to warehouse date: 04 sep 2024. Expiry date: 01 sep 2027. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.